Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID wr9200 (serial: (B)(6)); product type: 0213-recharger; implant date n/a; explant date n/a product ID tm90p01 (serial: (B)(6)); product type: 0001-accessory; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient had been having a lot of problems with their ins, recharger, communicator and handset for quite a while. Patient stated they have frequent leaks because their ins shuts off even when it's fully charged, and their ins will automatically turn itself down and lose strength on its own. The patient also stated the recharger, communicator. The patient said that they had already talked to their hcp and their hcp told the patient that they would replace the ins with a new model, but the patient needed to contact mdt first. Patient said that they have been having an issue with everything since maybe a year and a half ago. Patient provided serial numbers. The agent did not troubleshoot because the patient stated that their doctor would be replacing the ins with a "newer model" and replacing external equipment would have no effect on ins issues. The patient was redirected to their healthcare provider to further address the issue. The representative stated that the patient had a lot of issues with all their equipment and the ins was draining within a day or two. Tss read call code notes to mdt rep. And suggested checking impedances and recharging diaries to see if those two data points could give insight into the experience of the pt. The patient is having issues with the communicator and recharger